Event description:
It was reported that backup vvi operation was observed on the implantable cardiac defibrillator and high capture threshold and sensing anomaly were observed on the right ventricular lead; the patient experienced syncopal episodes. The device was explanted and replaced and the lead was capped and replaced. The patient¿s condition was stable.

Manufacturer narrative:
The reported field event of backup was confirmed in the laboratory. The device was tested on the bench and normal device function was noted. The cause of the field event was due to numerous high voltage charges within a short period of time due to noise, resulting in reset from the high voltage controller integrated circuit. The cause of noise could not be determined.